Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A transmitter was returned for investigation. The product was not evaluated because transmitter has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.